Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. Evaluation of the pump found a deposition in the inlet stator. The deposition was small and appeared to have formed in laminated layers, which is an indication that it likely developed while the pump was supporting the patient; however, it appeared to be in early stages of development with minimal layering. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4): approximate age of device ¿ 3 years and 9 months. The device was returned for investigation. The evaluation is not yet complete.no further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2015, the patient was transplanted due to a previously reported persistent driveline infection. There were no issues with the pump function, the patient only experienced the driveline infection. No information was provided regarding the length of time the driveline infection persisted or the treatment that had been rendered.